Manufacturer narrative:
Correction: date of death updated to (B)(6) 2024, it was previously reported as (B)(6) 1960.

Event description:
It was reported that a patient presented with undersensing of ventricular fibrillation resulting in loss of high voltage therapy on the implantable cardioverter defibrillator due to programmed parameters. The patient is deceased.

Manufacturer narrative:
The complaint of undersensing was confirmed. The cause of the undersensing was a fine vf which was not sensed by the device per its programmed parameters. The device functioned within intended use. No device malfunction was noted.